Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device would not inflate during an extraperitoneal laparoscopic herniorrhaphy surgery. There was no known patient injury or harm. Additional information has been requested, but has not yet been received.

Event description:
Product problem did not cause surgical intervention, only a change of technique.